Manufacturer narrative:
Upon further review, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the flow rate was suboptimal at 1.3 l/min. The patients temperature dropped below the 33c target to 32.5c. There were 4 pads in place with good coverage, a bladder probe (bard temp sensing foley) connected to the arcticsun device and rectal probe in temp port 2. There was minimal urine output. Temperatures were correlating. The complainant confirmed that the bard temp sensing foley catheters were accurate with minimal urine output. Mss walked the nurse through disconnecting and reconnecting the pads, avoiding the clear connectors. The nurse stated that the flow rate was up to 1.5 l/min. Reasons why a patient's temperature might drop below target were discussed. It was recommended that she cover the patient's hands, head and feet and add a blanket for additional warmth. Overshoot was discussed. Per call back one hour later, the flow rate was 1.7-1.8l/min and the patient's temperature was 33.2c. No blankets had been added.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the flow rate was suboptimal at 1.3 l/min. The patients temperature dropped below the 33c target to 32.5c. There were 4 pads in place with good coverage, a bladder probe (bard temp sensing foley) connected to the arcticsun device and rectal probe in temp port 2. There was minimal urine output. Temperatures were correlating. The complainant confirmed that the bard temp sensing foley catheters were accurate with minimal urine output. Mss walked the nurse through disconnecting and reconnecting the pads, avoiding the clear connectors. The nurse stated that the flow rate was up to 1.5 l/min. Reasons why a patient's temperature might drop below target were discussed. It was recommended that she cover the patient's hands, head and feet and add a blanket for additional warmth. Overshoot was discussed. Per call back one hour later, the flow rate was 1.7-1.8l/min and the patient's temperature was 33.2c. No blankets had been added.